Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The patient was explanted on (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
The advocate stated that her father's microlet2 lancing device would not release the used lancets. She was trying to manually remove a used lancet and she received a needlestick. No other information was provided about the incident. The lancing device is to be returned for evaluation. A new device was sent to the customer.

Manufacturer narrative:
(B) (4). (B) (4).